Event description:
It was reported that during a routine follow-up of an asymptomatic patient, a decline in atrial lead impedance was observed. The lead was noted to have low impedance since implant; electrical values were stable. The lead remained implanted.